Manufacturer narrative:
(B)(4). Batch #unk. Additional information: this is an analysis of three photos submitted for evaluation. During the visual analysis, the following was observed: the first photo shows a tyvek from top view, code gst45w lot: 866a24. (Exp. Date: 2025-05- 31). The second photo shows a white reload fully fired with some staples properly formed on the reload deck and body fluids. The third photo shows paperwork. The event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that according to information from the technical advisor who accompanied the procedure, the load did not staple the entire length of the tissue, at the time of performing the resection of the intestinal loop at the conclusion of the procedure. Surgery was delayed 15 minutes. There were no patient consequences. A reload was removed from the consignment to complete the resection of the intestinal loop, and the procedure was completed successfully.